Event description:
It was reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no allegation of a serious injury to a patient or user. An investigation into this complaint has been initiated by philips.